Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center (tsc) after observing discordant results on two patient samples (sids (B)(6) on a dimension vista 1500 instrument. During a review of the instrument files, it was discovered that four patient samples tested for sodium (na), potassium (k), chloride (cl), phosphorous (phos), magnesium (mg), total protein (tp), total bilirubin (tbil), creatinine (crea), calcium (ca), urea nitrogen (bun), glucose (glu), carbon dioxide (co2), aspartate aminotransferase (ast), alkaline phosphatase (alpi), alanine aminotransferase (alti), albumin (alb), lipase (lipl), triglycerides (trig), creatine kinase (cki), cholesterol (chol), and high density lipoprotein cholesterol (hdlc) had been dispensed into aliquot wells already containing calibration material. A quality control (qc) sample for valproic acid (valp) was also affected and resulted out of range. Calibrators for benzodiazepines were discovered to be dispensed onto calibrators for barbiturates during generation of the calibration curve for benzodiazepines. The initial patient results were not reported to the physician(s) and no patient samples were run while qc was out of range or after a failed calibration. Some patient samples were rerun and the results differed from the initial results. It is unknown if which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to patient samples, qc, or calibrator being dispensed into the same aliquot wells as other calibration material.